Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The procedure was completed on the same device after the bypass process two days later, and this caused the delay in the procedure's completion, as the customer had only one room available for the procedure. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to produce x-rays. Analysis of the log file showed geometry not working, which confirmed the malfunction. Upon troubleshooting, the fse found the issue was with the ups and found bad batteries. To resolve the issue, the fse bypassed the ups until the batteries are replaced. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.